Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts along the mid-section and distal end lifted. The undamaged crimped stentouter diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50 x 28 synergy drug-eluting stent was selected for use. However, during the procedure, the stent struts were noted to be damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50 x 28 synergy drug-eluting stent was selected for use. However, during the procedure, the stent struts were noted to be damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.